Manufacturer narrative:
(B)(4) av dissociation. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. On 06/24/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to av dissociation. Per the operative report of (B)(6) 2010, "the valve was seated and sutures tied without difficulty...after this and before we were able to give protamine we had significant bleeding from the back of the heart. My concern was she had an atrioventricular dissociation. The patient was placed back on cardiopulmonary bypass. The cross clamp was applied and the heart was arrested. The atriotomy was opened. Because of concern about difficulty with exposure, a superior transseptal incision was made. It was apparent that the patient had had an atrioventricular dissociation. The previously placed valve was removed."